Manufacturer narrative:
Correction: it was reported in the initial medwatch report that the date the device returned to manufacturer was feb 24, 2017. As per communication with affiliate the correct date was mar 16, 2017. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
(B)(4). Reporter's phone number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 for the same event. It was reported from (B)(6) that during a surgical procedure for a tibial fracture, it was observed that the radiolucent drive device and drill bit device became stuck when the surgeon was drilling. The device was being used with an adaptor for the drill device, and three drill bits. It was reported that there was an eight minute delay in the procedure due to the event and an unspecified spare devices were available for use. It was reported that the surgeon took wet gauze to cool the radiolucent drive device. The surgeon also noted that torque shortage, a dull drill bit and good bone substance were the main problems of causing this incident. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and identified no failure. Therefore, the reported condition was not confirmed. An assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.